Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax and reddish material inside. The device was connected to the carto 3 system, and it was recognized; however, negative force vector appeared in the system with high force readings. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the force issue observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31528565l number, and no internal actions related to the reported complaint condition were identified. The force sensor error and foreign material inside the pebax issues reported by the customer were confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instruction for use state: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, blood entered the spring part at the tip and could not be removed even with flushing. The direction of the vector was incorrect. Approximately 30 minutes after starting use. The issue was resolved by replacing the smart touch sf catheter with another new one. The procedure was completed without patient's consequence.